Event description:
It was reported that the glenosphere the rvs glenoid inserter/ impactor head broke during impaction. All pieces were retrieved and the patient wasn't harmed. The glenosphere was properly implanted with another 2-prong instrument inserter. No further information is available at this time.

Manufacturer narrative:
(B)(4). Procode: phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10 visual examination of the returned product identified light scratches, nicks, wear and strike marks are present. It is confirmed the plastic pad has fractured and all the pieces were returned. Part and lot numbers verified. The returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. Fracture surface artifacts of hackle marks and river lines suggest the overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.